Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the segments are missing from the top bpm display. The last two numbers on the top segment are missing. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, some of the led segments do not illuminate. Internal inspection revealed corrosion on the system board. The system board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues prior to this reported event.